Event description:
It was reported that a spectrum infusion pump's "abc1" button was not working found during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. During evaluation, the reported problem of "abc1 button not working," was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be some buttons were intermittently functioning. The keypad will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.